Event description:
Caller reportedly received the following results on an inform meter, compared to lab results, within 10 minutes: 475 mg/dl (meter); 196 mg/dl (lab). No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, all test strips have been used. Replacement was sent.

Manufacturer narrative:
Only retention testing was performed.